Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) general hospital. (B)(6) , md. Operative report. Preoperative diagnoses: incarcerated umbilical and ventral hernia. Hypertension. Hyperlipidemia. Postoperative diagnoses: incarcerated umbilical and ventral hernia. Hypertension. Hyperlipidemia. Procedure performed: laparoscopic lysis of adhesions. Laparoscopic ventral and umbilical hernia repair. Anesthesia: general. Estimated blood loss: minimal. Condition: stable throughout the procedure. Complications: none. Indication: ¿mr. (B)(6) was referred to the surgical service for repair of a ventral hernia and incisional hernia that had become incarcerated, was beginning to be painful. He requested repair. He was seen and evaluated in the surgical clinic at the (B)(6) special needs facility and scheduled for admission. He is brought in today for planned laparoscopic ventral hernia and umbilical hernia repair. He was first identified in the same day security unit by the admitting staff, as well the nursing staff. He had cbc, cmp, ptt, pro time and EKG. He also had 2 g of ancef. He denies any history of allergy to medication. Following this, he was transferred to the holding area in the operating room where he was further identified. There I met him and discussed with him the options of open versus laparoscopic approach to his ventral hernia and umbilical hernia. I told him that we were going to attempt a laparoscopic approach first, and if any complications such as injury to the bowel or bleeding or any other unforeseen complications which may necessitate opening him up, he might undergo an open hernia repair. He voiced understanding and agreed.¿ description of procedure: ¿he was taken into the operating room. He already had scds [sequential compression devices] and heparin given. He was placed on the operating room table in a supine position. General anesthesia was induced via endotracheal intubation. He was catheterized. He had an orogastric tube placed. The abdomen was then prepped and draped sterilely. We started with placing a 10 mm port in the left upper quadrant using optiview. After this was placed then we created pneumoperitoneum and inspected the abdomen. There was a large leaf of omentum which was incarcerated into the ventral hernia. There were extensive adhesions in the area around the midline around the hernia. We then placed another 10 mm port in the right upper quadrant, 2 smaller ports of 5 mm in the left midabdomen and left lower abdomen, and also another 5 mm port in the right lower quadrant. We used all these ports interchangeably for the camera and the dissection. We started by applying traction to the large omentum that was incarcerated in the ventral hernia, trying to pull it down into the peritoneal cavity while applying pressure onto the skin. We reduced this with considerable difficulty, and it required cautery to control bleeding in the omental leaflet. We pulled some incarcerated masses of fat that were difficult to reduce from the incarceration. These were delivered through the 10 mm port for pathological examination. Hemostasis was confirmed after circumferentially clearing the impaction of omentum. We estimated that we needed a large patch of 19 x 15 cm dual patch. The dual patch was measured on the patient¿s abdomen. Then we placed 4 anchoring sutures of gore-tex in 4 quadrants. We then introduced the dualmesh through the right upper quadrant 10 mm port while pulling it down with the traction from the ports on the left side of the abdomen. We unraveled it on top of the bowel, placing the smooth surface towards the bowel. Then we anchored the previously placed gore-tex sutures, first in the midline in the epigastric region and also in the infraumbilical region, and then we placed the 2 lateral anchor sutures. These sutures were delivered through the skin through a stab wound in the skin and introduced a needle placed through the skin to grasp the sutures from the peritoneal side and then retracting them up to the skin. When this was completed, we pulled the patch onto the ventral abdominal wall. We tied the gore-tex sutures and we started handling the rest of the dualmesh suture to the anterior peritoneum using protack staplers. This was performed circumferentially, changing the ports as needed to get a better view of the peritoneal surface of the mesh. When this was completed we inspected for hemostasis. We were satisfied with the hemostasis. We then directed our attention towards closure of the ports. The anterior fascia was closed with 0 vicryl sutures for the 10 mm port sites and 3-0 vicryl in the subcutaneous tissues for all ports; 4-0 monocryl was applied for all skin ports. Steri-strips were applied. We placed a pressure dressing over the hernia site in the umbilicus and the supraumbilical region, then we applied an abdominal binder. General anesthesia was reversed. The patient tolerated the procedure well. He was returned to the recovery room in good condition.¿ on (B)(6) 2011: (B)(6) . Progress note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 8803792. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/8803792) was implanted during the procedure. On (B)(6) 2011: [missing records: a pathology report detailing analysis of the specimen removed during the (B)(6) 2011 procedure was not provided.] On (B)(6) 2017: (B)(6) . (B)(6) . Operative report. Pre-operative diagnosis: right inguinoscrotal hernia containing bowel. Post-operative diagnosis: right indirect inguinoscrotal hernia containing viable small bowel. Name of procedure(s): open repair of right inguinoscrotal hernia with large bard mesh perfix plug. Consent: ¿I have discussed the diagnosis, prognosis, the surgical and nonsurgical alternatives with risks and benefits and the natural course of the disease. The patient expressed verbal understanding and desire to proceed. Proper consents are signed and placed in chart.¿ techniques/findings/description of procedure: ¿after informed consent was signed, patient was taken to the or and geta [general endotracheal anesthesia] was administered by the anesthesia team. A foley catheter was then inserted and the right groin area was prepped and draped in the usual fashion. A 7 cm transverse incision was then made in the right groin atra [sic] using a # 15 surgical blade. The incision was then taken down to exposed the [sic] external oblique aponeurosis. The external oblique aponeurosis was then open along its fibers using metzenbaum scissor. The spermatic cord complex was then mobilized and the hernia sac was then dissected and open, to examined [sic] the contained viable small bowel. An incidental fatty-like 2.5 cm material was also observed in the hernia sac when it was open. After reduction of the hernia sac content, high ligation of the hernia sac was done using 2-0 vicryl in a running fashion. The redundant hernia sac was then resected and sent along with the free floating fatty-like material sent in the sac to the lab for histopathologic analysis. We then proceeded to repair the floor of the inguinal canal by using a large bard mesh perfix plug. The plug was placed in the internal ring and fixed in position using 3-0 interrupted vicryl sutures, and then the lay-on mesh was fixed in position using interrupted 2-0 pds sutures. The wound was the [sic] irrigated with gu irrigant, and closed in its anatomic layers using 3-0 vicryl running sutures to close the external oblique aponeurosis, and 3-0 interrupted vicryl to close the subcutaneous tissue plus skin staples to approximate the skin edges. We did use 30 ml of plain 0.25% marcaine to infiltrate in and around the surgical site area towards the end of the procedure. The wound was then dressed using 4x4 gauze dressing and tape after applying neosporin ointment to the wound edges. Patient was also given 2 gm of ancef IV on call to the or. Patient tolerated the procedure well, and was taken to the pacu in a staple [sic] condition.¿ surgeon: (B)(6) . Assistant and task performed (if applicable): na. Anesthesia type: geta [general endotracheal anesthesia]. Prostatic devices/grafts/transplant/device implantation: yes. Large bard mesh perfix plug. Tissues of specimens removed or altered: hernia sac plus ball-like fatty material observed in hernia sac. Fluids: ivf ¿ 11250 ml, lr [lactated ringer¿s]; u.o.p [urine output] ¿ 625 ml. Complications: no. Ebl [estimated blood loss]: 5 ml. Packs and drains: none. Post-op condition: stable. Post-op plan: d/c [discharge] home (B)(6) 2017; resume pre-op med; add keflex to treatment regimen, and up pain med; percocet (5-325 mg) to 2 tabs q 4 to 6 prn for pain [2 tabs every 4 to 6 hours as needed for pain]. Use scrotal support, and put a towel roll under the scrotum when recumbent. Healthy/high fiber diet. Remove top wound dressings after 3 days, and leave wound open to air and may shower after and apply neosporin to the surgical site daily. No heavy lifting or strenuous activities x 6 weeks post-op. F/u with dr. (B)(6) in gen surg. [General surgery] clinic in 2 weeks. On (B)(6) 2017: (B)(6) general hospital. Implant record. Bard medical mesh plug marlex large. On (B)(6) 2017: (B)(6) . (B)(6) , md. Pathology report. Accession number: (B)(4). Specimen: a. Cord lipoma. B. Rt. Inguinal hernia sac. C. Loose soft tissue from hernia sac. Pre-op diagnosis: right inguinal hernia. Final diagnosis: a. Cord lipoma: mature adipose tissue consistent with lipoma. B. Inguinal hernia sac, right: hernia sac. C. Loose soft tissue from hernia sac: mature adipose tissue consistent with lipoma. Gross description: a. Cord lipoma: received in formalin, the specimen consists of an irregular of fibrofatty tissue, measuring 6 x 4 x 1 cm. Serial sections through the specimen reveal a homogenous yellow-tan cut surface. Representative sections are submitted in cassette a1. B. Right inguinal hernia sac: received in formalin, the specimen consists of an irregular fragment of pearl gray and dark red fibrofatty tissue, measuring 17 x 5 x 1 cm. The specimen is serially sectioned. Representative sections are submitted in one cassette. C. Loose soft tissue from inguinal sac: received in formalin, the specimen consists of a nodular yellow-tan tissue, measuring 3 x 2 x 1 cm. The specimen is serially sectioned, revealing a yellow-tan cut surface. Representative section are submitted in one cassette. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established; d17: appropriate. Code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane . This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿ withdrawn¿ and ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The status of the device is unknown as no record of explant was provided. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8803792. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on an unknown date, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "to be supplemented." Additional event specific information was not provided.